Manufacturer narrative:
(B) (4) (allergic reaction): conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted. There are two possible devices involved in the event as follows: coated vicryl (polyglactin 910) suture. Monocryl (poliglecaprone 25) suture.

Event description:
It was reported that a patient underwent a surgical procedure in (B) (6) 2009 and sutures were implanted in the patient's heel. The patient experienced an allergic reaction. The patient underwent a suture removal procedure one day after the initial procedure. The patient was given benadryl every four hours for twelve weeks to combat the allergic reactions that would not go away. Currently, the patient has recovered from the allergic reaction.